Event description:
It was reported that prior to a procedure using the coblator 2 system, the flow control valve would not function at all. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or patient complications reported as a result of this event.